Manufacturer narrative:
(B)(4). Angina, myocardial infarction (mi), thrombosis, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. (B)(4) - direct stenting as the xience v IFU states, "the vessel should be predilated with an appropriate-sized balloon."

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent direct stenting in the mid segment of the proximal left anterior descending (lad) artery with one xience v stent and direct stenting in the first right posterolateral artery with one xience v stent. On (B)(6) 2010, the pt presented to the emergency department with unstable angina and was diagnosed with an st elevation, non q-wave myocardial infarction (mi). The pt underwent a percutaneous coronary revascularization in the proximal to mid lad for in-stent restenosis with two non-abbott stents, the distal lad with one non-abbott stent, and in the first obtuse marginal with one non-abbott stent. The pt's condition resolved and was discharged on (B)(6) 2010. The pt reported that he was taking clopidogrel, but the pt's wife reported that he did not get the clopidogrel prescription filled. On (B)(6) 2010, the pt experienced angina again and was diagnosed with another acute st elevation, non q-wave mi and was found to have an acute thrombosis in the proximal and distal lad non-abbott stents requiring thrombectomy and balloon angioplasty. The pt was discharged on (B)(6) 2010 with prasugrel. There was no additional information provided.